Event description:
It was reported that there is fluid loss in the inflatable penile prosthesis (ipp) reservoir. A surgical procedure was performed to successfully complete the replaced/implanted of the new conceal reservoir. There were no patient complications.